Event description:
It was reported that the patient presented for follow-up with episodes of post-paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.